Event description:
The surgeon inserted the micl12.6 implantable collamer lens on (B)(6) 2012 and elevated iop associated with excessive vault was noted after surgery. The surgeon removed and replaced the lens was a shorter length micl12.1 the next day and the patient is doing fine now. The reporter stated the surgeon was having difficulty sizing this patient and ultimately the wrong size lens was chosen. The reporter did not have any concerns with the lens.

Manufacturer narrative:
(B)(4) - intraocular pressure rise, (iopr), surgical procedure, secondary, lens, vaulting of, excessive, explant. Evaluation results: visual inspection of the returned lens showed a corner of a haptic was torn off and missing and there was a dried up surgical residue on the lens. (B)(4).